Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown stem-unknown .. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02174-2. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a revision surgery due to a fractured femoral component and a loose acetabular component. During the procedure the stem and cup were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event for the fractured stem is confirmed. The reported loose cup was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with fracture of the junction of the femoral neck and femoral stem. No further evaluation could be performed with the image provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.